Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette and inside of the cassette compartment of their cycler after ending their pd treatment. The patient reported receiving air detected in cassette and draining slowly alarms during drain 2 of 3 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. No holes or damage to the cassette were observed. The patient was advised to discontinue the use of their cycler and a new cycler was issued to the patient. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact confirmed that this treatment was not completed. The patient experienced swelling in their feet. The patient is prescribed a weekly dose of heparin for the management of swelling. Using the prescribed amount of heparin reduced the patient¿s swelling. The patient is trained on performing continuous ambulatory peritoneal dialysis (capd) and confirmed that the patient was able to complete peritoneal dialysis treatment in the absence of the cycler using capd. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Event description:
Follow-up with the peritoneal dialysis registered nurse (pdrn) was conducted once it was reported that the patient was taking heparin. The patient was taking heparin to avoid fibrin buildup due to the placement of a new catheter. Additionally, it was reported the patient was experiencing pedal edema after their pd treatments, which the pdrn indicated was a normal course for new pd patients. It was reported there was no serious injury nor medical intervention related to the pedal edema.